Event description:
A power source alert was reported by the customer, who was using the tandem charging cable and wall adapter. The pump did not begin charging even after attempting different cables and adapters, leading to the decision to replace the pump. There was no reported impact on the customer's blood glucose level. The customer was informed to use multiple daily insulin injections (mdi) as a backup therapy to ensure insulin delivery, and customer technical support arranged for the shipment of a replacement pump, instructing the customer to allow the faulty pump¿s battery to fully deplete before returning it.